Event description:
During testing, the display showed 45% when the fio2 was set at 40%. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. There was no patient involvement in this event.